Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this pacemaker underwent manual cardioversion for atrial flutter. After the third round of manual burst pacing performed by a health care professional, the device went into safety mode. The device was explanted. Besides surgical intervention, no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was confirmed to be in safety mode. The device was programmed out of safety mode and back into operation mode. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. Examination of the device memory confirmed that the device went into safety mode as a result of experiencing firmware resets. This family of devices has been specifically designed such that if three system resets occur within a 48-hour period, a device will enter safety mode.

Event description:
--